Event description:
It was reported that a customer experienced a low blood glucose event with the lowest level recorded at 50 mg/dl. There was no adverse impact on the customer¿s blood glucose level aside from this reported low. The customer consumed carbohydrates to address the low level, and tandem technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels.